Manufacturer narrative:
Device evaluation did not show any malfunction. Process evaluation did not reveal any issue with the surgical guide set-up. Doctor updated his treatment plan for the remake surgical guide.

Event description:
Doctor initiated dental implant surgery at site #2 using a surgical guide. After drilling a little, doctor realized that the trajectory of the drilling site is too close to adjacent tooth #1. Surgery was aborted and postponed to a later date.